Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-feb-2026, it was reported by a sales representative via email that the 3.9 mm swivelock anchor from an ar-9928bck-mis mis biocomposite knotless achilles speedbridge implant system had an eyelet that prematurely disengaged from the swivelock driver and did not enter the bone tunnel as expected after insertion. Due to less-than-ideal bone quality, the surgeon elected to use a larger 4.75 mm anchor instead. The 4.75 mm anchor functioned as intended, and there was no adverse effect to the patient. This issue was discovered during a procedure on (B)(6) 2026. Additional information was received on 06-mar-2026: during a mis achilles insertional speedbridge procedure, the 3.9 mm swivelock anchor was removed after the issue occurred. The remaining components of the kit were used. The surgery was completed using an ar-2324bcc biocomposite swivelock c suture anchor. The procedure was delayed by a few minutes, and it is unknown whether additional anesthesia was administered.